Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset due to a memory error. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. There was one power on reset (por) for a write to locked ram, on (B)(6) 2010 16:02:11, which triggered the patient alert. Por likely due to mammogram procedure.

Event description:
It was reported that the device experienced a power on reset due to a memory error. The device is still in use. No patient complications have been reported as a result of this event.